Manufacturer narrative:
The ventilator was investigated on site by the hospital biomed. Photographs were received and evaluation confirmed that a bolt on the left front wheel of the ventilator carrier was missing. The device was approx. 9.5 years old. The hospital biomed will replace the bolt and return the ventilator to service. The root cause of the missing bolt has not been determined.

Event description:
It was reported that the ventilator prior to use was found to have a bolt missing on one of the four wheels on the carrier. There was no patient involvement. (B)(4).